Manufacturer narrative:
D4: the suspected lot number was ur24b15130 and the d4: unique identifier (UDI) #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set dislodged. The t-connector luer lock would not twist as intended and broke off when attempting to attach it to the IV. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (suspect lot has an expiration date of n/a), h4, h6, h11. H4: the suspect lot has a manufacturing date of 02/21/2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which identified the collar separated from the set. The reported condition was verified. The cause of the separated collar could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.